Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient presented with loss of ventricular capture. Loss of ventricular sensing was noted in the unipolar configuration.